Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for bacillus simplex (>20 cfu/ml) and staphylococcus caprae (>40 cfu/ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report. The subject device was reprocessed by the user with another automated endoscope reprocessor, sampled again and are no longer contaminated. The user is using the subject device again. The event date was unknown.